Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified however the device was found to be within specification during testing. A review of the event history log found evidence of downstream occlusion messages. The device was tested with prime tubing at rate of 125 ml/hr and the vtbi of 2.1 ml and it was able to infuse normally and without problems. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.